Event description:
Patient experienced a severe hematoma during a procedure using the delta in 2002. Patient was admitted immediately to the ICU and was treated. Patient was released from ICU shortly after the incidence. Patient medical history was not known. Urotech (urology healthcare group) was contacted with the complaint information and was requested to look at the delta operations. The service technician stated that the delta was functioning properly and that there were no problems with delta operations.